Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2015 at approximately 9.30am when they obtained blood glucose results of 275 and 152mg/dl within 20 minutes of each other using the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages her diabetes using insulin and self-adjusts the dose, and reportedly increased her food and/or drink consumption on (B)(6) 2015 at 9.30am in response to the reported issue. The patient stated that she developed symptoms of profusely sweating an unknown amount of time before the alleged issue began. It is not known what treatment, if any, the patient received in response to the reported issue. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter, the patient was using an approved sample site when testing and the test strips were not expired. The csr noted that the patient did not have control solution so was unable to walk through a re-test. The patient¿s products were requested for evaluation and replacement products were sent to the patient. Although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurate¿ subject meter results did not affect treatment options prior to the onset of these symptoms.